Event description:
Had the hernia repair mesh surgery on friday (B)(6) 2002. In 48 hours I was back to the medical center. Had such pain they opened up my stomach and all the green stinking stuff came out. They put a drain line in me and gave me antibiotics. After that my health went downhill. Always getting sick, a bad cough, run down and from time to time my stomach wound got so hot. I go to my primary who knows I had two hernia surgeries. He would keep giving me antibiotics, but soon I would need stronger ones to not get the infection. In (B)(6) 2016 my stomach got really bad, the worst its ever been. I got more antibiotics. On (B)(6) 2016 is when I died for 15 mins, had a heart attack, stroke, coma, sepsis, kidney dialysis. Called surgeon they said they destroyed my medical records. I was able to get some of my medical records from the hospital. FDA safety report ID#: (B)(4).